Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The calibration and quality control results were within range, but it was noted the calibration data was outdated. It was noted the customer was using sample tubes on the e601 analyzer that are not recommended for that analyzer.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The patient's sample was processed through the customer's modular pre analytics device into an aliquot tube. The customer stated they were not able to see anything visually wrong with the sample. The customer stated they repeated five other samples processed that day and their results matched the initial results. The patient's initial hcgb result was 38.21 miu/ml and it was reported outside the laboratory. On (B)(6) 2013, the customer pulled the frozen aliquot tube and repeated the test. The sample was repeated on the original e601 analyzer and the result was 10000 miu/ml and it was accompanied by a data flag. The sample was diluted 1:100 and the result was 12389 miu/ml. The sample was then repeated on a modular e170 analyzer, serial number not provided. The result was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and the result was 10783 miu/ml. The customer then pulled the primary tube for the sample for testing. The result was the e601 analyzer was >10000 miu/ml. The primary tube was then tested on the e170 analyzer and the result was 10000 miu/ml accompanied by a data flag. The sample was repeated in the e170 analyzer and the result was 10744 miu/ml. The customer considered the results from the e170 analyzer to be correct. The patient was not adversely affected by this event. The hcgb reagent lot number was 16956305 and the expiration date was 01/31/2014. The field service representative could not find a cause for this event. He checked the operation of the analyzer. He ran performance testing and all the tests passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.